Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 25-jan-2022. The customer reported obtaining a discrepancy in k patient sample results between testing performed with I-stat cg8+ cartridge lot w21180 and a lab instrument. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w21180.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant potassium result of 6.5 mmol/l on a critical newborn baby patient. There was no additional patient information. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.